Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a cholangioscopy with electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2022. During the procedure, the image from the spyscope ds ii was lost while using ehl. They tried to unplug and plugged back again; however, the image did not come back. The procedure was not completed due to this event. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block h2: corrections: d4: catalog number block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual assessment was performed, no elevator marks were noted on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed that was very unstable the image had a low frame rate with constant flickering. When the tip was deflected in any direction, the image would be lost. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire was damaged at the distal cap/steering ring. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle. Leak testing was performed with the unit using saline, the unit was pressurized by injecting fluid through the irrigation tubing of the device with the tip inserted into a mock-cbd fixture and pressure did not change. No leak was observed during testing. The reported complaint was confirmed. During product analysis, the condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. Based on all gathered information, the probable cause selected for the visualization problem due to camera wire damage is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. A search of the complaint database confirmed that no similar complaint exists for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a cholangioscopy with electrohydraulic lithotripsy (ehl) procedure performed on (B)(6), 2022. During the procedure, the image from the spyscope ds ii was lost while using ehl. They tried to unplug and plugged back again; however, the image did not come back. The procedure was not completed due to this event. There were no patient complications reported as a result after this event.